Manufacturer narrative:
The device was returned and analyzed. A visual examination found a fracture near contact e4 exposing the inner wire. The root cause of the failure could not be determined. The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that during a lead revision, the physician suspected that one of the leads was fractured. The lead was replaced and there were no injuries to the patient. The procedure completed with no further reports of complications and the patient is currently using the device with effective pain relief.